Event description:
According to the literature, a retrospective study evaluated early postoperative bleeding in patients who underwent laparoscopic roux-en-y gastric by-pass between january 1999 and april 2020. Gastric resection was performed with a two row linear stapler (3.5mm) until 2010. There were 2639 patients in the study and postoperative complications included: bleeding, leak, intra-abdominal infection. Intra-luminal bleeding (ilb) related to bleeding from the staple-lines or an acute marginal ulcer at the gastrojejunostomy (gj), whereas extra-luminal bleeding (elb) refers to bleeding occurring in the abdominal cavity or from the port-sites. Diagnosis for bleeding included upper gastrointestinal endoscopy and computerized tomography (CT) scan. Medications (withdrawal of anticoagulant medication, hemodynamic support, procoagulants), blood transfusions on 41 patients and urgent reoperations for 23 were required to treat bleeding. Two reoperations required conversion to open surgery, and the other 21 were completed laparoscopically. Hospital stay was extended. One female patient with ilb and obstruction due to intraluminal clotting within the excluded stomach developed a leak from the remnant staple line with severe peritonitis and septic shock.

Manufacturer narrative:
Concomitant product: unknown egia su - unknown endo gia sulu, lot# unknown unegiatri - unknown egia tri staple, lot# unknown 030454 - 030454 endo gia r/or 45 2.5mm, lot# unknown unegiatri - unknown egia tri staple, lot# unknown 030454 - 030454 endo gia r/or 45 2.5mm, lot# unknown eea2135 - eea2135 eea 21mm-3.5 sgl use stapler, lot# unknown unknown eea - unknown eea, lot# unknown unknown endo gi - unknown endo gia instrument, lot# unknown unknown eea - unknown eea, lot# unknown unknown endo gi - unknown endo gia instrument, lot# unknown title: early bleeding after laparoscopic roux-en-y gastric bypass: incidence, risk factors, and management ¿ a 21-year experience source: obesity surgery (2022) 32:3232¿3238 https://doi.org/10.1007/s11695-022-06173-y accepted: 17 june 2022 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.